Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where o2 supply and mains power supply failed during patient use. Furthermore, there was no patient harm reported associated with the event. They stopped using the ventilator and swapped with another ventilator.

Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evaluation. However, log file analysis tool was utilized. Logs provided by the customer shows no failure. Neither hw related failure alarms nor signs of communication issues with epc & cfb. According to the logs, the user shut down the unit properly 05/07/2022, 7:43 pm. Our investigation revealed a no failure detected with the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.